Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
No button error alarm was noted. The insulin pump had intermittent button response due to moisture damage on keypad traces. The insulin pump had minor scratches on the display window, cracked display window corners and a cracked reservoir tube lip. No moisture damage was noted on the electronic assembly.

Event description:
It was reported that the customer received button error alarm. Customer reported that his insulin pump was sprayed with water. Customer's blood glucose level at the time 203mg/dl. Advised insulin pump would be replaced. No additional information was provided.